Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the cable on the instrument frayed at the distal idler pulley. The frayed cable section is approximately 0.02" in length. No damage was found on the pulley. The pulley disc spins freely. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during set up of a da vinci si surgical procedure, the cable on the mega needle driver instrument was observed to be broken. There were no missing or fallen pieces reported.